Event description:
It was reported that the patient complained of dizziness during arm movement on the side of the pacing system. It was also reported that the right atrial (ra) lead measured high impedance due to a possible fracture. The lead remains in use until a revision was possible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.